Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to because after a hospitalization due to a non-device related medical complication the patient experiences inadequate stimulation, it was also found high impedance on both leads. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. (B)(6). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. (B)(6).